Event description:
Customer reported that there were two occurrences of data acquisition pcb adc references while the device was on a patient. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported that there were two occurrences of data acquisition pcb adc references while the device was on a patient. There was no patient harm.